Event description:
The pt reportedly began experiencing loss of sound. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. The testing of the device showed zero impedances on the electrodes. Revision surgery is under consideration.